Event description:
It was reported that the pump displayed no glucose readings because the freestyle libre 3 sensor had been started in the freestyle app and was therefore in use by another device rather than the ilet app. Symptoms included impending cessation of automated dosing indicated by a dosing-stops-soon notification. Outcomes included troubleshooting and user education to replace the sensor and initiate it only through the ilet app so that glucose data would transmit to the pump. Investigation included technical support review and user guidance. Investigation of this case revealed that the sensor pairing conflict prevented data transmission to the pump. It was concluded that the event was attributable to use error related to sensor activation on a noncompatible application, and the user was instructed to insert a new sensor and start it with the ilet app.